Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The high blood glucose value was 402 mg/dl which was treated with both the insulin pump and injection pens. The event involved product(s) mmt-342,mmt-431aj,mmt-1884. Troubleshooting was performed and customer was treated using insulin pump and using auto mode/smartguard active. Troubleshooting confirmed no leaks, air bubbles, sore site, or bent cannula, but the pump¿s time was incorrect and was corrected during the call. The displacement test passed, but the customer was unable to complete the high performance test due to not having a tubing clamp. No further patient complications were reported. Mmt-342,mmt-431aj,mmt-1884 products were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.